Event description:
Five separate cadd prizm vip pumps defective. Running 8-12% short, out of MFR's specs. Sims deltec expert tech in repair dept claimed after 2 to 3 yrs these pumps had defective expulsor which they have known about and it has to replaced. Pump, after certified from co repair dept, still same problem.